Event description:
Discordant, falsely low calcium results were obtained on one patient sample on an advia 1800 instrument. It is unknown if the discordant results were reported to the physicians(s). The sample was repeated on an alternate instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that in addition to the falsely low calcium results, quality controls were running low for multiple assays. The customer would not provide additional information and requested service. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse discovered that the deionized (di) water tanks needed to be replaced and recommended that the customer contact the company responsible for their di tanks. The cse then primed the system with fresh di water and re-blanked the assays. Quality controls were run, resulting within range. The cause of the discordant, falsely low calcium results was related to the customer's di water system. The instrument is performing according to specifications. No further evaluation of this device is required.